Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician placed the two white leg assemblies with no issues. However, when the physician attempted to place the third leg assembly, the mesh broke off the suture and separated from the leg assembly. It was reported that nothing fell loose into the patient. The physician reportedly cut the affected side of the mesh assembly off, and attached with sutures the mesh assembly from another pinnacle anterior/apical pelvic floor repair kit. The case was completed with this amended device with no complications to the patient, who is reportedly fine.